Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Heparin was given to the patient at this time and the procedure was continued. The closure device was deployed in the laa and met all release criteria. The physician released the closure device and successfully implanted the device in the laa. After the closure device was released, the physician discovered a thrombus that was present on the threaded insert of the closure device. The thrombus was not mobile and was stable. A heparin drip was started before the patient was brought to recovery in response to this event. No other complications were reported to have occurred.